Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging chest is hurting, hard to breathe, sore throat, headache, sinus issues, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have alleging chest is hurting, hard to breathe, sore throat, headache, sinus issues, nasal/throat irritation or soreness. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was observed in the base unit, external examination observed dust/dirt around the air inlet and iso port and grey film contaminant on the front panel. The water ingress and hair like fibers in blower box, dark grey contaminant at the blower seal of the blower box that appears consistent with potential kertain observed.. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found one errors found (e- 200 err_rtos-abort-error). The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.